Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted 12.6mm vticm5_12.6; -11.0/1.0/093 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and this resolved the problem. The cause of the event was reported as unknown.